Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis, but the reported rupture was not confirmed; however, a leak was identified from the guide wire port. The failure to advance could not be tested as it was based on case circumstances. The investigation determined that the failure to advance appears to be due to case circumstances. A conclusive cause for the leak could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no other incidents from this lot. Based on the information reviewed, visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The device was returned for analysis and the rupture was not confirmed; however, a leak was confirmed. There was no irregular appearance noted to the balloon catheter. The failure to advance could not be tested as it was based on case circumstances. Based on a visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the failure to advance appears to be due to case circumstances. A conclusive cause for the leak could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling

Event description:
It was reported the 2.0x80 armada 14 was prepared outside the anatomy without issue. The armada 14 was inserted into the anatomy, but it was unable to cross the heavily calcified lesion in the non-tortuous posterior tibial artery due to the anatomy. The armada 14 was removed from the anatomy when an unknown defect was noted. The customer attempted to inflate the armada 14 outside the anatomy, but a balloon rupture was noted at that point. There was no adverse patient sequela. A 1.5x40 armada 14 was successfully used to complete the procedure. No additional information was provided.